Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an unraveled guide wire. The guide wire appears to be unraveled from the distal tip and shows evidence of use but it cannot be determined without the sample to evaluate. The catheter is not included in the image. A probable cause of the guide wire unraveling/separating cannot be determined from the photos and without the sample to evaluate. The customer did not supply a lot number; however, a potential lot number was determined from a sales history review for this customer. A device history record (DHR) review was performed on the catheter and guide wire and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. Other remarks: if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The DHR review showed no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports using u/s to put in a 4-lumen cvl to the r ij. The patient had no neck (fat and intubated). Cut over the needle at the insertion site. Went to dilate after needle out and realized I had a little skin flap from part of the upper neck before insertion site, so I cut that skin flap (2mm) with a blade next to the guide wire. I then dilated at the insertion site and threaded the central line. When I went to pull the guide wire out from the brown port, I met some resistance, but then was able to start taking it out. Then it started to unravel. Finally pulled it all out and had to cut the catheter on the brown port, so I needed to change the central line. I tried to thread a new guide wire from the 3-lumen cvl kit, but couldn't get it to pass beyond the tip of the catheter (distal end in the pt). I then pulled out the whole central line and at the tip of the line came another 6cm of intact guide wire that must have broken off the initial guide wire. Came out with the cvl instead of migrating into the heart. Therapy was delayed/interrupted as a result of the alleged issue.

Manufacturer narrative:
Qn#(B)(4). Lot# unknown - potential lot#: 13f17c0020.

Event description:
Customer reports using u/s to put in a 4-lumen cvl to the r ij. The patient had no neck (fat and intubated). Cut over the needle at the insertion site. Went to dilate after needle out and realized I had a little skin flap from part of the upper neck before insertion site, so I cut that skin flap (2mm) with a blade next to the guide wire. I then dilated at the insertion site and threaded the central line. When I went to pull the guide wire out from the brown port, I met some resistance, but then was able to start taking it out. Then it started to unravel. Finally pulled it all out and had to cut the catheter on the brown port, so I needed to change the central line. I tried to thread a new guide wire from the 3-lumen cvl kit, but couldn't get it to pass beyond the tip of the catheter (distal end in the pt). I then pulled out the whole central line and at the tip of the line came another 6cm of intact guide wire that must have broken off the initial guide wire. Came out with the cvl instead of migrating into the heart. Therapy was delayed/interrupted as a result of the alleged issue.